Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the slide on the bd¿ sharps collector's lid was found damaged before use. The following information was provided by the initial reporter: "the slide of the lid was damaged."

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing slider for the same part number throughout the last twelve months. According with this investigation and information provided the root cause of this failure mode, (missing slider door on the top) would be an issue directly related with manufacturing process; this issue had already been identified in the process that¿s why an improvement action has already been implemented (vision system to detect lack of slider door) in the stations where the assembly between lid and door is performed. As part of this investigation it was noted that this product is manufactured in two machines (12 & 19) where the main machine (90% of the production is being manufactured) has already implemented the improvement action (vision system) and the other one only has a visual inspection. According to lot consumptions traceability, the lids used to complete the boxes come from the machine where the vision system hasn¿t yet been implemented. According to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing slider for the same part number throughout the last twelve months. Investigation based on the samples, it was confirmed the lack of slider door within two lids. According with this investigation and information provided the root cause of this failure mode, (missing slider door on the top) would be an issue directly related with manufacturing process; this issue had already been identified in the process that¿s why an improvement action has already been implemented (vision system to detect lack of slider door) in the stations where the assembly between lid and door is performed. As part of this investigation it was noted that this product is manufactured in two machines (12 & 19) where the main machine (90% of the production is being manufactured) has already implemented the improvement action (vision system) and the other one only has a visual inspection. According to lot consumptions traceability, the lids used to complete the boxes come from the machine where the vision system hasn¿t yet been implemented. Within the current process were implemented corrective actions (ca-j1001335 for missing lids and bases, and ca-j1001297 for missing slider and slider misplaced) to avoid (reduce) the occurrences.

Event description:
It was reported that the slide on the bd¿ sharps collector's lid was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the slide of the lid was damaged."